Event description:
Pt concerned meter reading is too high after 6.4 result on (B)(6) 2010. Coumadin dose withheld after 5.9 result on (B)(6) 2010. Target therapeutic range is 2.0-3.0. Pt is diabetic. Pt called back with lab results after initial complaint. Pt in=4.x on (B)(6) 2010, unclear whether result is from lab or meter.

Manufacturer narrative:
Investigation pending.